Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's oxygen blending module and system board need to be replaced to address the issues. The device's air foam inlet filer needs to be replaced due to the preventive maintenance.